Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they slept in and when they woke up they were soaked. Patient had changed from program 6 to program 7. Patient had program 7 turned up to 7 and was not feeling stimulation. Reviewed how to change programs. Patient changed from program 1 and increased to 3.1 and was able to feel stimulation.  Patient called later stated it was working and now it is not. They were on program 6 and was told to put it on 2. Then they said to press end session and turn off the handset. Their main problem is at night with bladder. The patient put it back on program 7 at 7.4. They were feeling stimulation a little bit. It doesn't seem to be helping. Last adjustment was done last night. They were told they needs to give it a couple days for their body to adjust. Patient said they were still not getting good relief of symptoms. Patient thinks they were on program 6 a couple days ago, then went to program 7 and increased program 7 last night. If they can't increase it without it being comfortable they should switch to one of the programs they have not tried yet. They haven't tried 3, 4, and 5. Once they selects the program they should increase until slightly uncomfortable and then back it off one until it is comfortable. Then leave for a couple days and monitor her symptoms. Additional information was received from the patient. They reported that for the past 3 weeks they have been getting very good therapeutic effect and are very happy and grateful for the interstim therapy. Patient has been intentionally trying to gain weight and needs a larger recharging belt because of this. Ordered a size medium belt per patient request. Reviewed where the patient can find online resources as well. Additional information was received from the patient. They reported they were thankful to everyone who had helped them from the manufacturer company; they were very helpful to the patient. They noted the cause of not feeling stimulation was determined. When asked what most likely caused or contributed to the issue, they circled 'device settings,' and stated when they first got home from having the device implanted in them, either setting numbers were too high or too low. When asked what steps were or would be taken to resolve the issue, they reported, "(from aug. 5th to after aug. 18th)," now they were able to set numbers with their therapy phone, the right settings for the day and night. The issue was reportedly resolved. They noted they had been eating a lot better, and that when this all started, they weighed (B)(6) - one year ago (from stress). They now weighed 97 pounds. They weighed (B)(6) pounds when the issue occurred. The patient called back on (B)(6) 2021 stating they had again experienced a loss of therapeutic effect, and were back to baseline symptoms at night. They demanded replacements for their external devices, however, indicated they were working normally to access the patient application and therapy settings. They were under the impression that replacing the external devices would improve therapeutic effect. It was discussed with the patient that external devices would not be replaced, as they were working as intended and would have no impact on therapy efficacy. The importance of working closely with their managing physician was also reviewed. The patient stated they had begged their managing physician to order x-rays of the implanted system, but they were refused. The patient became escalated and disconnected the call.